Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction and stent thrombosis. The lesion being treated was located in the proximal saphenous vein graft (svg) to the right coronary artery. The patient had a 3.5x16mm taxus express2 stent (type unknown) implanted. The patient presented in (B)(6) 2011 with st elevation myocardial infarction and stent thrombosis. The patient reportedly had stopped taking her plavix 2 days prior. The physician treated the lesion with a filterwire small 300cm, dilated with a 3.0x15 quantum, used a non-bsc thrombectomy catheter to treat the thrombosis. A 3.5x20mm apex balloon catheter was used to dilate again and a 3.5x20mm non bsc stent was implanted inside the existing stent and a 3.5x24mm non bsc stent and post dilated with a 3.75x15 nc quantum apex. The physician had good results and the patient is doing fine.